Manufacturer narrative:
Device not returned

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 306-307 mg/dl.